Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events of the helix could not be retracted was confirmed while the reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be retracted and extended when torque was applied to the connector pin. The helix extension length was measured within specifications. The cause of the reported event of helix could not be extended was isolated to the helix being clogged with blood/tissue. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
During a follow-up in clinic, high capture threshold was noted on the right ventricular (rv) lead. During the revision procedure, the helix was unable to retract. The rv lead was explanted and replaced. The patient was stable.

Event description:
Customer requested to have lead sent for analysis. (B)(6). They extracted lead (B)(6) 2021 and the lay struggled to retract the screw. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.